Manufacturer narrative:
It was reported that "wheel just gave out". The rollator tipped causing the user to "hit head on floor" and reportedly caused "lower front tooth was loosened and bled". Due to this she visited the dentist and tooth was pulled. Within a "couple weeks" noticed tooth next to it "moved" into open space of previous tooth and it was loose. She reported she was "afraid she would swallow" it so she pulled it herself. Customer said she is "basically fine". It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
"Wheel just gave out".

Manufacturer narrative:
Updated sections g6, h2, h6.